Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that it had a missing label and no device information. The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. However, this device is out of warranty, the customer did not provide equipment information and did not want to pay for repair. The investigation concludes that no further action is required at this time.